Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the first valve was deployed too ventricular. A second valve was deployed (this MDR) and post deployment, the patient¿s pressure did not recover. The decision was to place the patient on bypass. The patient was placed on bypass and given time to recover. Patient was taken off bypass and stabilized. The patient left the room in stable condition. It was thought that the patient may have become ischemic due to long pacing run. Edwards received notification that the patient passed away 7 days post procedure due to diffuse anoxic brain injury. The physician indicated that they believed the brain injury occurred during deployment of the second valve, when the patient went into cardiac arrest. The patient stayed in ventricular fibrillation (vf) and did not recover. The patient's family decided to withdraw care.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the cause of the patient¿s hemodynamic instability was reported to be due to long pacing run. It is believed that this caused or contribute to cardiac arrest, at which time the patient experienced anoxic brain injury, which ultimately led to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is related to MDR report number 2015691-2013-21077.